Event description:
The manufacturer received information from a customer that a bipap a40 pro reads ventilator inoperative. There was no serious patient harm or injury that occurred or was reported. The device was requested for return; however, the device evaluation has not been completed at this time. If new information becomes available that changes the associated medical device reporting, a follow up/supplemental report will be completed.